Manufacturer narrative:
According to the customer, the strap that holds the bed assist bar to the bed was "loose" causing the bar to tip while she was attempting to get out of bed and contributed to her falling on the floor. The customer reported she got a "scratch" on her "leg" from the bar when she fell. The customer reported her son was called after the incident occurred and he assisted her off the floor. The customer reported the physician's assistant at the doctor's office determined the scratch became "infected" due to "redness", pain, and swelling around the "scratch". The customer reported the physician instructed her to begin applying a medication that was previously prescribed for her pre-existing "foot ulcer" on her "scratch". The customer reported she cannot recall the name of the medication but, reported she is also applying "neosporin" to the injury. The customer reported the "scratch" is now "healed". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the strap that holds the bed assist bar to the bed was "loose" causing the bar to tip while she was attempting to get out of bed and contributed to her falling on the floor.

Manufacturer narrative:
Update to h6: investigation conclusions. Update to h7: remedial action initiated. Update to h9: r-24-med 3.